Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched. After inspecting the instrument the fse found that the flush valve was slightly open and the stator parts where worn. The fse then closed the valve and replaced the stator parts and the pressure came up and the instrument was running with no errors. The fse then ran controls; all controls came in well within customer lab qc range. The g8 analyzer was functioning as intended and the error cleared. No further action required by field service. The probable cause of the event was related to an open flush valve and dirty stator. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported pressure error with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.